Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two sensors that bent in the serter. The customer also reported that the insulin pump will continue to beep even after the alarm had been cleared. Blood glucose level at the time of the incident was around 60 m/dl. The customer also reported that she recently had a blood glucose level of 48 mg/dl and did not receive an alert from the device. Customer stated that the most recent calibration did not show in the calibration history. Blood glucose level at the time of the incident was 151 mg/dl. The insulin pump was not replaced or returned for analysis.